Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on the trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes active exhalation valve failure, and proximal pressure railed high in the device¿s event log. The manufacturer¿s service technician replaced the device's proportional valve (aecm) to address the active exhalation valve failure issue. The device system printed circuit assembly board to address the proximal pressure railed high issue. After the parts were replaced, the manufacturer¿s service technician performed the final test on the device. The device passed the test.